Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the device gave a "no disposable attached" error message. As a result, the patient was without pain medication for several hours until a new cassette was compounded, delivered, connected and therapy resumed. There was no other patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). 10/28/2021 no problem or issues were identified during the device history record review. A product sample was received for evaluation. Sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. During visual inspection, the sample was visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. Sample didn't present any damaged, kinks or cuts. Sample was received without blue clip and without cap assembled. Pump tube height was tested to measure the height of the pump tube arch and determine if is under or out of specification. The pump tube height of the sample received was out of specification; however, sample was received in used conditions it is possible that the pump tube height was modified during the use. During accuracy testing, the samples received were connected to the pump and to balance mettler toledo to look for unusual function. The sample could be connected without problem and passed the delivery accuracy test. During functional testing: sample was filled with 100 ml of water; the sample was connected to the pump to look for unusual function. Delivery accuracy testing was also performed, and the sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. Root cause was determined; no actions taken.